Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged abnormal menstruation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 70764964- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concomitant products included famotidine and nicotinamide (vitamin b3). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and urinary incontinence ("urinary incontinence"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil) and surgery (ablation). Essure (ess205) was removed. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, alopecia and urinary incontinence had not resolved and the genital haemorrhage, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ms. (B)(6) has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, ms. (B)(6) continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: full occlusion of fallopian tubes; on (B)(6) 2007: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-dec-2018: quality safety evaluation of ptc incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged abnormal menstruation") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) (batch no. 70764964) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yasmin. Concomitant products included famotidine and nicotinamide (vitamin b3). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding vaginal"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant) and urinary incontinence ("urinary incontinence"). The patient was treated with ibuprofen, paroxetine hydrochloride (paxil) and surgery (ablation). Essure (ess205) was removed. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, alopecia and urinary incontinence had not resolved and the genital haemorrhage, vaginal haemorrhage, anxiety, depression, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, urinary incontinence, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: ms. (B)(6) has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, ms. (B)(6) continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2007: results: full occlusion of fallopian tubes; on (B)(6) 2007: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number added. Lab data added. Concomitant medication and condition added. Her demographic was added. Following events abnormal bleeding, abnormal bleeding vaginal, psychological or psychiatric problems condition: anxiety, depression, bladder or urinary problems or changes were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.